Event description:
It was reported that the customer had a no delivery alarm during basal, bolux, fixed prime on the insulin pump. The customer's blood glucose level was 292 mg/dl. The troubleshooting was performed. The customer was advised that often time the no delivery during manual prme can be troubleshoot by removing the reservoir, dry the top of the reservoir vent with a clean/dry paper towel, and the reconnect reservoir to tubing and attempt to push insulin through with the plunger on rerservoir. The customer does not want to continue no delivery troubleshoot because she has to pick her daughter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.